Event description:
It was reported that a pump over infused medication (magnesium sulfate) to a patient. The device was programmed to deliver 4mg of magnesium sulfate at a rate of 50ml/hr for 2 hours. After the infusion was started, the nurse left the room to obtain additional medication and upon return to the patient, it was observed that the IV container was empty. The customer also stated that "sodium phosphate IV solution was running fast prior to setting the secondary program on the IV pump." A performance test was completed by the facility's clinical engineering department. The pump was programmed to deliver 100ml of fluid at 50ml/hr. The test utilized the event IV set, and the device performed within specifications.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. It is unclear if a secondary infusion was programmed during the reported event. The available information does not allow a conclusion with respect to whether the device caused or contributed to the patient outcome.